Manufacturer narrative:
Concomitant medical products: product ID 3874, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: screening device: product ID 3874, lot# unknown. Product type: screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a ¿good¿ trial and then called from home with ¿extreme¿ pain in the thighs. The patient was directed to turn off the stimulation but the pain was still present. The patient was directed to go to the emergency room immediately. It was reported the healthcare professional (hcp) stated the patient had a hematoma and the patient had surgery for the issue on the day of this report. Patient symptoms included pain. The location of the symptom was ¿left.¿ it was later reported that the cause of the event was the scs lead. It was reported that imaging showed an epidural hematoma and the patient had a laminectomy. It was reported that the patient experienced weakness and pain. It was reported that the patient required hospitalization, and experienced a serious injury / illness and recovered without sequela.